Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions was confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-testing it was observed that glass on the "psi gauge was broken" on the foot control device. The reporter stated that "hair, other unknown fibers, and oil residue" were on the inside of the device where the hose connects to the foot pedal. The reporter stated that the origin of the particulate matter was unknown. There were no delays in surgery as an identical spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.